Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised. As reported: "pre-op diagnosis: right failed hip. Surgeon comments: stem is loose, thigh pain. Pre-op notes: patient has increased pain, increased disability with ambulation". A competitor stem and head, and a stryker liner were revised. Rep provided a pre-revision x-ray and reported that no further information will be available.